Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) generator in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported error c-71 could not be reproduced on erbe connected to system. Upon visual inspection there was no issue found that would be related to the reported event. The erbe was tested using the system, and the unit displayed error m-02, module timeout error. The complaint was confirmed based on the field evaluation but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a module timeout error caused by an electrical component failure within the erbe generator and it can be resolved by replacing the erbe generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe faulted out repeatedly. The technical service engineer (tse) reviewed the system logs and found an error c-71 related tot he issue. The customer power cycled the erbe and hard power cycled the erbe but the fault persisted on both attempts. The customer stated that they would use an external bovie generator for the remaining case time. The procedure was completed with no reported injury.